Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose level of 791mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent altitude alarms occurred. The customer reverted to manual injections for insulin therapy.